Event description:
The customer reports that the operating test fails. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was sent a replacement part for onsite installation/repair by a biomed. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a component failure. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a replacement capacitor assembly for onsite repair by a biomed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.